Manufacturer narrative:
Analysius was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient appeared for an implant. The lead used initially lead was relaying small r-wave amplitudes and was providing inadequate capture. Repositioning was attempted but the net changes were insufficient. The lead was not implanted and was and replaced. The patient was stable.